Manufacturer narrative:
(B)(6). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee revision; (B)(6); (B)(6) hospital, (B)(6) 2018. It has been reported to me this morning that the mbt revision hudson adapter could not be used on a case (reamers could not connect to the adapter). Action taken: used a same like device. No delay to procedure. No ae to patient.